Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 302 mg/dl, 330 mg/dl, 338 mg/dl and 402 mg/dl. The customer stated that they bloused. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleged insulin pump was under delivering. They performed high pressure test and it passed. The customer reported that the insulin exited at quick release. The device will not be returned for analysis.